Event description:
It was reported that during use in an unspecified procedure, the biosure screw broke while implantation. The procedure was finished with a smith and nephew back up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The device is fractured at the distal end. There is debris on and in the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds a broken screw, out of the original packaging. The screw is laying on a smith + nephew box and has debris on it. This case reports the breakage of a biosure screw during implantation. It was communicated that the patient's bone quality was good. Per case details, all pieces were retrieved from the patient using tweezers with a procedural delay of 1-30 minutes and the patient¿s current health status was reported as good. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
A1, a2, a3, a4, b5, h6: health effect - impact code.

Event description:
It was reported that during use in an unspecified procedure, the biosure screw broke while implantation. The insertion site was prepared with a 7mm tibial drill and was cleared from all debris prior the insertion of the anchor. All the broken pieces were removed from the patient by tweezers. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device in the original bone hole. No further complications were reported.